Manufacturer narrative:
Updated fields: d9 (device available for eval), h6 (investigation type, investigation findings, component codes & investigation conclusions), h11 corrected fields: d4 (UDI#). The fse replaced drive manifold (d104-00-0018). Device passed all function and calibration checks after repair. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventative maintenance by getinge field service engineer, the cs300 intra-aortic balloon pump (iabp) unit is failing the pneumatic leak test. There was no patient involvement.